Event description:
The olympus flexible video colonoscope was introduced into the rectum and advanced into the distal sigmoid. Although it did not appear tortuous at that point, suddenly a small amount of blood was noticed. It is important to note that no unusual resistance was encountered at this point and it was apparent that free perforation had likely occurred. The area was decompressed, the instruments were withdrawn and arrangements for immediate surgery were made. The pt remained in the hospital for five days and is reportedly doing well.